Event description:
There was an allegation of discrepant inr results with coaguchek xs meter serial number (B)(4) compared to an unknown laboratory method. The result from the meter at 10:36 a.m. Was >8.0 inr. The patient reported this result; no medication changes were made. The result from the laboratory at 11:15 a.m. Was 2.3 inr. The patient¿s therapeutic range is 2.0 ¿ 3.0 inr and they test weekly.

Manufacturer narrative:
Occupation is patient/consumer. The test strips were requested for investigation, however, the patient has no test strips remaining to return. If any product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.